Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that they had high blood glucose but not hospitalized. Customer's blood glucose was 24 mmol/l. The customer has completed a set change twice and blood glucose is still high. The customer stated that there is no damaged and time and date are correct, the basal patterns are correct. The customer stated the bolus wizard settings are correct and daily history is fined. The customer was advised to run 5.0 fixed prime and insulin is not exiting and pump has alarm. The customer was advised to speak with healthcare provider about sets and sites.